Event description:
Starting oct 3 reporter has been fighting siemens to get someone here to repair facility's nuclear med camera. At that time, facility called in a problem with poor flood results. It was determined that the problem was related to the x-y coordinates on the flood. Siemens uptime was contacted in oct 2003. On this occasion there where 3 missed service appointments, 9 down days, and 5 separate service visits before facility was up and running. Facility again had a poor flood problem in 2004 (just 4 months after the previous problem). This time it appeared that the siemens service people were reading from a script from the previous service call. Facility again had several missed appointments from siemens service personnel, and facility is now at the time of this letter, at 23 down days and counting.